Manufacturer narrative:
H.6. Investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot assessment: there were 4 false positive plots. 3 showed low signals, 2 of which showed very low signals (=0.15) very low signals cause positive results in anaerobic media. Recommend an fse evaluate the instrument and leds. Instrument already assessed in other complaints. H3 other text : see h.10.

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced a false positive on the bactec. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "customer is reporting 5 false positive 442021 bottles from lot 1146328." "Customer reported false positives from bactec serial numbers (B)(6). They were not all from the same row."

Manufacturer narrative:
Correction: after further review, it was found that the event type was reported incorrectly. The event type for this pr should be for false positives (bactec reporting positive, but no growth), and not molecular false positives (biofire reporting positive). The following fields have been corrected: b5: describe event or problem: it was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced a false positive on the bactec. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. This complaint was created to capture the 2nd of 5 related incidents.

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced a false positive on the bactec. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "customer is reporting 5 false positive 442021 bottles from lot 1146328." "Customer reported false positives from bactec serial numbers ft4213 and fb1452. They were not all from the same row."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced a molecular false positive on the bactec. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "customer is reporting 5 false positive 442021 bottles from lot 1146328." "Customer reported false positives from bactec serial numbers (B)(4). They were not all from the same row."